Manufacturer narrative:
Additional information. This device was manufactured (B)(4) 2017 - (B)(4) 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folusor under infused. Forty-six hours prior to the event, the patient was connected to the device which was filled with 85.4ml of 5fu diluted in 6.6ml sodium chloride (nacl) solution at a rate of 2ml/hr. After forty-six hours, the device was observed to still be ¿filled halfway¿ with approximately 46ml remaining in the bladder. It was also observed ¿the emptying was asymmetrical¿. There was no patient injury or medical intervention associated with this event. No additional information is available.